Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a bc192 flexitrunk infant nasal tubing was found torn before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint bc192 flexitrunk infant nasal tubing is en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) method: the complaint bc192 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the return device revealed that the tubing was torn. Conclusion: we are unable to determine the cause of the reported failure. However, it is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that a bc192 flexitrunk infant nasal tubing was found torn before use. There was no patient involvement.